Manufacturer narrative:
A physical examination of the arh slide-loc standard stem, 9mm was performed, including microscopic examination. The returned part's locking interface (with the neck) met specifications. Signs of interference of the neck were absent.; properly locked components show signs of deformation. Additional mdrs associated with this event: 3025141-2016-00097: arh slide-loc neck +1mm. 3025141-2016-00099: arh slide-loc head, 24mm, left.

Event description:
An arh slide-loc radial head was implanted. The head/neck assembly portion of the implant became disassociated from the stem portion post operatively. The implants were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00097 follow up 1: neck. 3025141-2016-00099 follow up 1: head.